Event description:
It was reported that both t1 and t2 deployed at the same time.

Manufacturer narrative:
Device was returned for evaluation. The device was received with no t¿s or suture. Visual inspection indicates no damaged. The actuator and deployment mechanism have been cycled twice. This would have deployed both anchors. This may have inadvertently happened quickly back to back which would be close to simultaneous deployment. Root cause cannot be fully determined. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that t1 and t2 deployed at the same time. Ts were removed from the patient. A backup device was available to complete the procedure with no major delay or patient injuries.